Event description:
A ge field service engineer reported that smoke was coming from the power supply on the s/5 anesthesia monitor. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.